Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2017 due to high blood glucose. Customer reported of not having enough test strips and was not testing properly. Customer was treated with insulin drip. Customer declined troubleshooting.